Event description:
It was reported a patient's pacemaker presented with under-sensing, which delayed automatic mode switch (ams) and caused competitive atrial pacing (cap). No changes were reported. There were no patient consequences.